Event description:
It was reported that when the device and reload cartridge were used during an unknown procedure, they did not fire. Another device was opened to complete the case with no consequence to pt.